Event description:
It was reported that the patient was not wearing her audio processor since (B)(6) 2011 because, during fitting, the sound could not be made loud enough to detect speech without getting facial nerve stimulation along with nausea and dizziness. Normal testing in situ was feasible and showed normal results, but when performing testing at higher stimulation levels, the patient immediately indicated that she felt nausea and reported dizziness. A nystagmus was not observed by the clinical research manager, nor by the clinical audiologist, but the patient reported that her eyes moved crossways and refused further testing. The patient has a history of progressively poorer performance with her implant since (B)(6) 2011 and recently had an x-ray completed to send to her implant surgeon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.